Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with battery cap stuck on pump. The pump is rebooting. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: during the investigation, an unexplained power reset was observed in the black box. The battery compartment was found to be cracked, and the battery cap¿s threads were found to be stripped. No moisture or corrosion was observed in the battery compartment. The battery cap was unable to maintain electrical connection, and the reported ¿power¿ complaint was duplicated. The cap was difficult to remove. A new test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hour duration test with no power resets being duplicated during that time. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found.